Event description:
The customer reported that the system had an x-ray switch error and shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The auxiliary interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.